Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/ friend regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. Was reported that consumer was calling to set up an appointment with manufacturing representative (rep). Consumer reported the battery was completely dead. Patient was trying to determine whether he wanted to keep the device or not and see how it works with therapy being off for certain amount of time. During the time the ins went dead. Patient tried charging it up for 2 hours and it did not start. Patient said he could not get the device to connect or read at all. Patient programmer was not connecting either. Patient then explained the reason why it went dead was that he was talking to hcp about having the device removed. Hcp wanted him to turn it off and leave it off for a month or two and see if it made a difference in his pain level. Patient then reported the device is causing him all kinds of problems. It is causing him pain and moving around inside his body. Patient's wife said ins went dead and patient was not able to charge at the end of (B)(6) 2018. Patient said the last time he charged was probably (B)(6) 2018. No further patient symptoms or complications were reported in this event.